Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that prior to the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the battery bar was gray with pre-implant indication. The gray bar was still present after the device was at room temperature for 48 hours. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.